Event description:
Pt received series of synvisc on left knee. Pt developed significant swelling and pain in knee after first injection of synvisc on 1/27/99. Pt went on trip in between first and second injection, so did not come in for follow-up visit. Symptoms resolved, and pt received second and third injection of synvisc, 2/3 and 2/10, 1999, respectively. No intervention was required. Assessment: acute synovitis.